Event description:
Telemetry monitoring system malfunctions. System is unable to display EKG wave form readings. The monitors sound with false alarms. The systems fails to pick up frequencies of the transmitters. Equipment experiences frequency drop and fails to read the signal. Malfunction of device prevents accurate monitoring of pts.